Manufacturer narrative:
The reporter attempted to resolve the reported problem with the assistance of olympus technical support via the phone. The reporter was unable to duplicate the reported problem while troubleshooting and a likely cause was not identified. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was too bright. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed with no delay using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause was related to the brightness setting and automatic brightness adjustment function of the device. The customer did not check the light intensity when it was on auto and when it was placed close to an object. Olympus will continue to monitor field performance for this device.